Manufacturer narrative:
Block b3: exact date unknown, event occurred post ipg swap prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an infection post implantable pulse generator (ipg) replacement procedure. The patient was started on antibiotics.